Event description:
It was reported that the patient underwent a posterior spinal surgical procedure due to a spinal tumor. It was reported that approximately 3 weeks post-op the patient underwent a revision surgery due to a set screw separating from the bone screw at s1.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation; however, films were supplied for review which found: lateral view of lumbar fusion l4-l5-s1. Pedicle screws are present on the right at all three levels with the left side spanning l5. Auto fusion is present across l3/4 anteriorly. No interbody fusion is noted at any level. Set screws have come loose with loss of fixation bilaterally at s1, leaving the l5/s1 level unstabilized bilaterally and the l4/5 level unstabilized on the left.